Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an infusion set bent cannula issue event on (B)(6) 2026. The insertion site was the buttocks and the infusion set had been in use for three days. The patient experienced inflammation and pain at the cannula insertion site. No further information available.